Event description:
It was reported that a 6f angio-seal sts plus was deployed post interventional procedure. During the procedure, the physician had difficulty advancing the guidewire past the aortic bifurcation. An aortic angiogram revealed a large calcium deposit and disease at the aortic bifurcation. The patient was stable overnight. The physician saw the patient the next morning and reported that she was doing well and the groin site looked good. That afternoon, the patient was noted to have a blood pressure of 82 and was complaining of back pain. An abdominal CT scan revealed a retroperitoneal hematoma (rh). The patient was given packed cells and prepared for the operating room. The operative report stated that there was a single puncture to the vessel without the presence of the angio-seal. Upon completion of repairing the femoral artery, it was then noted that the abdomen was again filling with blood. As the staff was attempting to find the source of the bleeding, the patient was diagnosed with disseminated intravascular coagulation (dic). The surgery was completed and the patient was returned to the intensive care unit. The patient died early that evening. The physician does not believe that the death was due to the angio-seal, but due to the patient's dic condition.

Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) instruct the user not to use the angio-seal device if the puncture site is proximal to the inguinal ligament as this may result in a retroperitoneal bleed. The angio-seal device instructions for use (IFU) precaution the use of the angio-seal device in patients with clinically significant peripheral vascular disease.